Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The blood glucose level was 550 mg/dl. The current blood glucose was 301 mg/dl. Customer treated with syringes and lantis for high blood glucose. Customer stated that the drive support cap was normal. The product will not return for the analysis.